Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead revealed coagulated blood and tissue at the fixation helix. After removing these residuals the fixation helix could be properly extended and retracted and the number of turns of the fixation tool required to fully extend and fully retract the helix was within the technical specifications. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged due to tissue build up at tip. The lead was explanted and was replaced. No adverse patient effects were reported. This report will be updated should additional information be received.